Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 4. On (B)(6) 2025, loss of osseointegration was verified. The device was forwardeo the manufacturer. At the event the patient experienced: peri-implantitis, pain and increased sensitivity. No further patient complications were reported.